Event description:
Patient representatives reported left side deformation, capsular contracture baker grade iii-IV and rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued evaluation codes: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and device rupture.